Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician was unable to implant the graftmaster stent to seal a perforation in the right coronary artery. The physician reverted to using a balloon to seal the perforation. The patient is reportedly doing fine.